Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.